Event description:
During preparation for a coronary artery bypass graft procedure, two heartstring seals "broke during introduction". The report indicates there was no patient involvement. The hospital did not provide any further information about the reported failure. From the two reported heartstring seals, only one was returned for investigation. Crack and unraveling of the seal was observed on the returned device.